Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - ppd received (B)(4) 2013 - dor identified as (B)(6) 2013. The information received does not change the MDR decision. **update** - medical records received (B)(4) 2013. Revision operative report indicates: pain; soft tissue reaction; metal-stained fluid collection; granulomatous tissue; no significant cup ingrowth; large amount of metal stained debris removed. The information received does not change the MDR decision.

Event description:
Litigation papers allege: pain and suffering, grinding of the hip joint, clicking, popping, difficulty walking physical limitations, and inability to engage in his usual social and recreational activities, wage losses, medical expenses, a risk of elevated cobalt and chromium levels in his blood, and permanent disability and disfigurement and may require explanation of the hip.